Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle on the bd nexiva¿ closed IV catheter system was difficult to remove during use. The following information was provided by the initial reporter: "device defective two other nurses had to be called to the bedside to troubleshoot. After 5 minutes we were finally able to separate the grey piece without having to remove the catheter entirely from the patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.